Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level of 570 mg/dl. Customer was treated with insulin pen and insulin pump. Customer was alleging insulin pump for under delivering because high blood glucose level could not be regulated via insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.